Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited oversensing. No intervention or patient condition was reported.